Event description:
It was reported that the lead exhibited noise. The lead was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of noise was confirmed. The device was tested on the hi pot and failed. Analysis found insulation abrasion at the suture sleeve. The damage to the suture sleeve occurred at the time of explant.